Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned.

Event description:
The sales representative attending a surgery thought that a tibial bushing assembly might have had the locking screw inverted. The surgeon did not make any adjustments during the surgery and proceeded successfully.